Event description:
Additional information was reported indicating that this rv lead was abandoned surgically and replaced, as a result of the previously reported out of range sli. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) connected to this right ventricular (rv) lead was beeping. It was found that the rv shock lead impedance (sli) was at approximately 128 ohms. Technical services noted that this is a single coil lead and it is not uncommon to see the sli trends go into the 120 to 130-ohm range. It was discussed that in the absence of noise, the health care professional could consider continued monitoring or if further evaluation is requested, to consider commanded maximum energy shocks. The hcp was to discuss this with the physician. This product remains in service. This report will be updated, should additional information be received.